Event description:
During a remote follow-up, increased capture threshold resulting in a loss of capture and increased pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.